Manufacturer narrative:
Surgical patties (ID 801408) were not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that upon removal of the surgical pattie (ID: 801408) from nostril, surgical assistant noticed pad did not have green string/tag attached. String/tag found to be still in cardboard packet (unattached to neuropattie). Separate neuropattie and tag items removed from patient prep field. Resident identified potential incident of misplacing neuropattie had it been inserted but tag not attached or easily detached upon use (as tags often used to remove neuropattie from nostril). No patient injury or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.